Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The image had shown deformation of the device. However, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 6mm amplatzer septal occluder was chosen for implant using a7 f amplatzer torqvue delivery system. During the procedure the occluder formed a cobra deformation. It was noted that the deformed device was never released from the delivery cable while inside the patient. It was observed that there were no interactions with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. It is reported that there were no clinically significant delay and the patient was hemodynamically stable through out the procedure. The asd procedure was aborted and the procedure was surgically completed as the physician suggested not to use more of interventional methods.